Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed high ventricular sensing integrity counter (sic) and noise on both the atrial and ventricular electrograms. In addition a polarity switch was noted. Follow up information was received that indicated that an ablation procedure was the cause of the issues and a subsequent device checked showed normal device function. The ipg remains in use. No patient complications have been reported as a result of this event.